Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to insert could not be tested due to the condition of the returned device. Additionally, it was noted that the stent moved on the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely the device interacted with the introducer sheath during insertion, as resistance was noted, resulting in the reported difficult to insert. Further manipulation of the device during the attempted insertion likely contributed to the reported material deformation (stent damage), ultimately causing the noted stent movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed left anterior descending (lad) artery. The 3.5x28mm xience xpedition drug eluting stent (des) could not be advanced into the introducer sheath and upon removal, the stent struts were noted as bent. Another same size device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Device analysis noted that the stent was stationary on the balloon but dislocated on the delivery system. No additional information was provided.